Event description:
It was reported that the patient was admitted to the hospital. Patient was having recurrent bilateral leg weakness and loss of fecal continence which had been progressing over the past two weeks prior to this report. It was unknown if they suspected stimulation system related issues. There was no interrogation of the patient¿s thoracic or cervical stimulator systems at the time of this report. A computed tomography (CT) myelogram of the patient¿s spine had been ordered two months prior to this report and had noted recurrent herniation of l4/5 disk-space. The patient was alive with no injury. It was further noted that the loss of fecal continence was intermittent. Additional information received reported there was a second lumbar decompression with hemi-lam performed 10 or so days prior to this report. The manufacturing representative reprogrammed the patient for better leg coverage which was successful on the day of this report, (B)(6) 2013. It was noted that there were no impedances issues with interrogation on the day of this report. Patient was ambulatory with no walking aids. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n250632, implanted: (B)(6) 2010, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).